Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2007-02074. Add'l; info will be submitted within 30 days of receipt.

Event description:
The pt previously had bypass surgery. She returned to the cath lab in 2007 with occluded grafts, and she received two cypher stents to open them back up. Nine months later, she returned with in-stent restenosis to both of her cypher stents. The physician was unable to complete another angioplasty, and the pt was sent home on medication. Stents still implanted and not being returned for analysis.